Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pin of the power adaptor from the monitor was broken. No troubleshooting taken. The cable was replaced and the monitor would remain in use. No patient complications have been reported as a result of this event.